Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. However, it¿s likely the cause is related to the dr board¿s (printed circuit board) op-amp circuitry being affected by a change in countermeasures, or there was a bad connection with the video connector. It was confirmed that the dr board was changed on april 16, 2018. Therefore, this confirms that the subject device was manufactured prior to the design change, but it¿s unclear whether the design change is related to the indicated event(s). Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received confirming that the unit was inspected prior to use for the day. The customer went on to note that the device had been used successfully for the first couple of patients that day, then stopped working during the reported event - esophagogastroduodenoscopy procedure preparation. According to the initial reporter, the intended procedure was completed without any patient harm by changing over to a travel tower.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty patient board set was discovered and caused the reported failure mode. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii video system center was not producing an image during an unspecified procedure due to a scope detection issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.